Event description:
During a colonoscopy in an ambulatory surgery center, a mindray monitor became dislodged from its wall stand while a crna was repositioning the monitor and fell on a patient's head. Patient suffered scalp laceration and was sent to the local hospital ER for evaluation and treatment as necessary. FDA safety report ids# (B)(4).